Event description:
Heparin bag was found to be half empty upon entering pt. IV pump programmed correctly and infusing. Heparin drip turned off and sent to biomed for evaluation, where a piece of tubing was found in chamber. Pump did not alarm.